Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had motor error and prime anomaly. The customer blood glucose was unknown. The customer reported that they had motor error and couple of small scratches on the display screen. The customer reported that they had motor error and a louder noise while rewind. It was also reported that the insulin squirted during prime. The insulin pump will not be returned for analysis.